Event description:
Pt called to report that the pt had splashed one drop of cidex plus solution in each eye. The pt flushed their eyes with water for 15 minutes off and on. Although the pt was wearing gloves and a chemical impervious gown while the pt used the solution, the pt was not wearing eye protection. Pt called an ophthalmologist who said that the pt did not need to be seen if the pt was not in pain. The pt saw their eye doctor for a check up and he said that their eyes looked good. No treatment was given.